Manufacturer narrative:
Continuation of medical devices: 5076-58 lead implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the atrial pacing feature of the patient¿s implantable cardioverter defibrillator (ICD) was initiating a very slow re-entrant atrial tachycardia. The issue was discussed with technical services and the physician chose to reprogram the ICD. The ICD remains in use. No further patient complications have been reported as a result of this event.